Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the aiming arm and insertion handle led the reamer for (proximal femoral antirotation nail) into the (pfna) nail. The (pfna) nail became damaged. When they went to lock the (pfna) blade, it was discovered the top of the impactor for pfna nail was broken. This complaint is on the impactor. This is 4 of 6 reports for this event.

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.